Manufacturer narrative:
Correction: b5: due to refractive surprise on (B)(6) 2024, the lens was implanted as a replacement into the right eye (od) of a patient with pre-existing keratoconus and previous corneal or refractive surgery. Refractive treatment was performed. On (B)(6) 2024, the lens was removed and a longer length lens was implanted. The problem was not resolved. Post-op edema is reported. H6: work order search was performed but was not required. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of a -9.5/4.0/111 (sphere/cylinder/axis) was implanted into the patient's left eye. Refractive surprise and lens rotation are observed.